Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was frozen and time did not change and buttons were not responding. It was also reported that insulin pump had a constant tone. Customer's blood glucose was 180 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify frozen screen and no button response due to constant flashing white light on the display. Unable to perform the functional testing including the self-test, sleep current measurement, active current measurement, rewind, prime seating, basic occlusion, occlusion, force sensor and displacement tests due to pump flashing white light on the display. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.